Event description:
The complete narrative provided by the treating physician is copied below. Participant (B)(6) was a (B)(6) male with history of severe copd (post fev1 0.72 l - 32% predicted on (B)(6) 2021), covid hospitalization ((B)(6) 2021), pneumonia ((B)(6) 2021), and atrial fibrillation. He was clinically evaluated and received FDA-approved zephyr valves on (B)(6) 2021. A total of five valves were placed in the left upper lobe after confirmation of the absence of collateral ventilation by chartis. Post-procedure chest x-ray on (B)(6) 2021 revealed a right (contralateral to the valves) lower lung opacity without pneumothorax. The participant was treated with steroids and antibiotics for a copd exacerbation and pneumonia. A follow-up chest x-ray on (B)(6) 2021 demonstrated a small left apical pneumothorax. Subsequently, a left anterior chest tube was placed with improvement in the pneumothorax. On (B)(6) 2021, the participant was transferred to intensive care due to worsening respiratory failure. During this time, repeat imaging demonstrated a worsening left pneumothorax with chest tube in appropriate position. A second chest tube was placed with partial improvement in the pneumothorax. The participant's respiratory failure continued to worsen such that he required intubation and initiation of mechanical ventilation on (B)(6) 2021. The patient was treated with broad spectrum antibiotics and vasopressor support for septic shock due to bacterial pneumonia of the right lower lobe. His hospitalization was complicated by persistent left pneumothorax, prolonged respiratory failure, and atrial fibrillation with rapid ventricular response. The participant underwent removal of the zephyr valves (lb 4 & 5, lb3, lb2, and one valve from lb1) on (B)(6) 2021 resolving the left pneumothorax. The participant clinically improved with these treatments and was extubated on (B)(6)2021; however, he required reintubation on (B)(6) 2021 due to respiratory distress. The participant underwent a tracheostomy on (B)(6) 2021 to facilitate weaning of ventilator support. The participant rapidly deteriorated on the evening of (B)(6) 2021 with septic shock and was resumed on antibiotics and vasopressor support. Imaging at this time demonstrated left sided chest tube in appropriate position and absent left pneumothorax. He went into cardiac arrest and expired on (B)(6) 2021 at 0516. The death is deemed not related to the device or procedure.

Manufacturer narrative:
This report is reporting the same event submitted in report numbers 3007797756-2022-00056, 3007797756-2022-00057, and 3007797756-2022-00058. The reason for this separate report is to include an additional product model (zephyr 5.5 ebv, lot no. 505234-v7.1) that was used in the procedure, which was provided after the initial reports were submitted. Multiple products are used in a single procedure, and only one product can be included in each report, resulting in multiple reports for the same event. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA (B)(4) approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment. Pneumonia is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA (B)(4) approval), 0.8% of the zephyr valve subjects vs. 0% of the control subjects experienced a pneumonia serious adverse event (sae) during the treatment period (less than or equal to 45 days). 5.7% of the zephyr valve subjects vs. 8.1% of the control subjects experienced a pneumonia sae during the longer-term period from 45 days after the study procedure through 12 months postprocedure. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumonia as a known, potential side effect of this procedure and provide guidelines for monitoring. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.